Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08735 inches. No under delivery anomalies noted. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. (B)(4).

Event description:
Customer and his wife reported via phone call that the customer experienced high blood glucose level of 300 mg/dl. Customer's current blood glucose level was 122 mg/dl. The customer reported that they thought that the insulin pump was not delivered insulin. Customer wanted to replaced the insulin pump. The customer was treated for the high blood glucose with shots currently. The insulin pump was returned for analysis.